Event description:
Essure device caused adenomyosis and giant cell tumors. I had a d&c, ablation and most recently a hysterectomy. Triggered an autoimmune reaction which caused discoid eczema, migraines, depression, anxiety and elevated sugar levels.